Event description:
It was reported in an article in neurosurgery that one day post angioplasty and stent placement, the patient presented with locked-in syndrome. Angiography revealed the stent was completely occluded due to thrombus. This was treated with angioplasty and tissue plasminogen activator and abciximab were administered to completely recanalize the basilar artery. The patient had been given heparin anticoagulation therapy during the procedure and was placed on aspirin and clopidogrel post procedure. An MRI scan the next day showed additional infarcts in the brain stem and cerebellum. The patient was discharged to a rehabilitation center requiring assistance with activities of daily living (adl) and was subsequently discharged home requiring minimal assistance for adl. At a routine follow-up 8 months post procedure, angiography revealed severe high-grade in-stent stenosis. Angioplasty was successful in restoring near normal patency in the basilar artery. The patient's anticoagulation therapy was stopped and the patient was given 325mg aspirin and 75mg clopidogrel daily. Four month after the intervention, angiography revealed a widely patent basilar artery. The patient had only slight disability but required no assistance with adl. No other information was provided.

Event description:
It was reported in an article in neurosurgery that one day post angioplasty and stent placement, the patient presented with locked-in syndrome. Angiography revealed the stent was completely occluded due to thrombus. This was treated with angioplasty and tissue plasminogen activator and abciximab were administered to completely recanalize the basilar artery. The patient had been given heparin anticoagulation therapy during the procedure and was placed on aspirin and clopidogrel post procedure. An MRI scan the next day showed additional infarcts in the brain stem and cerebellum. The patient was discharged to a rehabilitiation center requiring assistance with activities of daily living (adl) and was subsequently discharged home requiring minimal assistance for adl. At a routine follow-up 8 months post procedure, angiography revealed severe high-grade instent stenosis. Angioplasty was successful in restoring near normal patency in the basilar artery. The patient's anticoagulation therapy was stopped and the the patient was given 325mg aspirin and 75mg clopidogrel daily. Four months after the intervention, angiography revealed a widely patent basilar artery. The patient had only slight disability, but required no assistance with adl. No other information was provided.

Manufacturer narrative:
Anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombus, stroke and restenosis are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Event date: the exact date was not provided, all the patients in the article were treated between 2004 and 2008.complaint source - literature: dashti et al. Neurosurgery 2010; 66(4):825-31. (B) (4).